Event description:
It is reported that a customer experienced low blood glucose of 41 mg/dl. The customer was treated for the low blood glucose with food. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with trouble shooting with their pump because they had issues with the calibrations reading wrong readings. The customer was assisted with programming carlink on their pump as well as setting the customer's password. The customer stated they ill call back if the experience any further issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.